Event description:
It was reported customer was doing a home visit to change PICC (cvad) caps and flush and heparinize double PICC lines for a pediatric patient. Customer went to flush the patient's lumen, noted some air (1 ml) pulling into line, and disposed of same. Customer having trouble getting blood return so flushed a small amount to draw back blood to confirm placement. Customer then saw blood return and started flushing and noted leaking from white lumen between lumen and clear tubing line. Customer dried and rechecked and was leaking from PICC. Customer stopped flushing, cleansed with alcohol swab and secured with transparent tegaderm dressing and wrote do not use on same. Customer then contacted the oncologist on call. Customer was called back by hot clinic nurse and was asked to tell family to come within the hour to assess same. Call from home care rn that PICC was broken: assessed in hot dayroom breakage confirmed around the distal end of the white lumen where it connects to the 'clear' tubing (not the part of the clear tubing where the clamp has left a crease). Leakage of fluid noted when attempting to flush. PICC was removed, no sedation given. One suture difficult to remove so patient screaming, otherwise tolerated well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.